Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
A hospital in (B)(6) reported that during surgery for a distal radius fracture, after repositioning and installing the plate the surgeon inserted va locking screw through guiding block in a positioning hole. Then he inserted 4 va locking screws in distal holes, 2 cortical. Screw and ti 2.4mm locking in proximal holes. He locked by driver with torque limiter. However the screw in distal row most styloid hole penetrated the plate. He could not remove screw through plate hole, and could not find l16 or l18 penetration screw. Finally he closed and finished this surgery. He felt penetration screw was not locked. He chose fixed mode, he used torque limiter 0.8nm in lock. This report is #1 of 3 for the same event reported under (B)(4).